Event description:
The manufacturer received return product. No reason for explant was given.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.